Event description:
It was reported that an extended charged time was observed on the device during post hv therapy checkup. The extended charged time was presented prior to the device implant. Further interrogation of the device revealed that the device delivered the therapy in a timely manner and functioned normally. The patient was doing well after the event.

Manufacturer narrative:
(B)(4).